Manufacturer narrative:
The device has been received at the MFR for investigation. An evaluation was conducted and the complaint was confirmed. A follow-up report will be completed once the final investigation has been completed and if required.

Event description:
It was reported that during testing, the device overheated. There were no adverse consequences reported.